Event description:
During heart cath, the xper system (aka witt) crashed and was turned back on after this unexpected shut down. The system came back quickly and the case was completed without incident. There was no harm to the patient. Each of the procedure rooms have back up monitoring capability with code cart monitors and a portable vitals machine. This shut down/crash appears to be an intermittent ongoing issue with the philips xper system. The director of clinical engineering is aware of the issue and has been in contact with the manufacturer.